Manufacturer narrative:
Following are the results of the evaluation conducted on the modified kugel patch that was returned after the user alleged to have noticed that the device was damage and did not use on the pt. Upon evaluation of the returned device all components were found to be present and intact. However, a partial material separation was identified and one end of the recoil ring was found to be protruding from the ring pocket. There was a small kink in the ring that may have been caused by handling the product in an abnormal manner. Based on this evaluation it appears that the device was subjected to stress at some point. A definitive root cause cannot be determined at this time, as it is not known when the device was exposed to stress. The products instruction for use warns against cutting or reshaping the modified kugel patch.

Event description:
The following was reported to davol: the modified kugel patch was removed from the package and the operating room staff noticed that the device was damaged. The patch was not used on the pt. If the damage had gone undetected and the device implanted it is possible that it cold result in pt injury. As a result an MDR is being filed to document this event.